Manufacturer narrative:
One imp,tsv,3.7,11.5,mtx,mg (tsvtb11) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and damage about the collar. The collar is confirmed to be fractured. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 8 months prior to the notification date. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has provided additional images of the device ((B)(4) x-rays and additional images). These consist of a series of x-rays, which confirm fracturing of the implant, and a photograph of the fractured surface exposed at the gum line. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 64047954. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (64047954) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant collar has fractured at an unknown tooth location. .